Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.  The manufacturer of freestyle libre sensors was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.  A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported a high readings issue with the adc freestyle libre, reporting that the customer received "inaccurate high readings and customer received insulin which resulted in seizures throughout the night from (B)(6) 2019". The caregiver further reported that sensor scan results of 5.2 mmol/l and 17.5 mmol/l were compared to hcp meter results of 2.2 mmol/l and 11 mmol/l, respectively. The timing of these readings is unknown. The caregiver administered oral glucose treatment and the customer received further unspecified hcp treatment at a hospital. Furthermore, it was indicated that the customer was diagnosed with hypoglycemia. Furthermore, it was indicated that the customer was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with the adc freestyle libre, reporting that the customer received "inaccurate high readings and customer received insulin which resulted in seizures throughout the night from (B)(6) 2019". The caregiver further reported that sensor scan results of 5.2 mmol/l and 17.5 mmol/l were compared to hcp meter results of 2.2 mmol/l and 11 mmol/l, respectively. The timing of these readings is unknown. The caregiver administered oral glucose treatment and the customer received further unspecified hcp treatment at a hospital. Furthermore, it was indicated that the customer was diagnosed with hypoglycemia. Furthermore, it was indicated that the customer was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.